Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A tech reported a pt with dry eye at the one day post lasik visit in the left eye. The dryness has resolved with artificial tear use and the pt is doing well with good vision.